Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023."

Event description:
The sensor was inserted into the arm on (B)(6)2023.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient had a skin reaction two days after the sensor was inserted in the arm. The patient developed redness and bumps (pimples) extending beyond the sensor patch perimeter. The patient had a stinging and itching sensation in the area. Two blurry photos of the skin reaction in the complaint record were reviewed. The photos show a sensor 100% adhered to the skin. To the left of the sensor there are three red bumps with a pimple like appearance. The photos confirmed the skin reaction. At the time of the call back, the patient stated she consulted a health care provider on (B)(6) 2023, and was prescribed an oral antibiotic medication (cephalexin, unspecified dosage) for the reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.